Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) used with the ilet bionic pancreas displayed a pairing failed message due to an incorrect pairing code, and after contacting support the user obtained the correct sensor code and successfully initiated pairing, indicating an initial use or procedure error; no specific device component was implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.